Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were referred to a hospital due to "heart problems" and because their implantable pulse generator (ipg) "was dropping down to 60 bpm". They also reported that they were "in severe pain", particularly in the region of their pectoral muscle and that they felt like their ipg "is getting bound up with the collarbone when I lift my arm." The patient stated: "I went through hell when it was implanted". Follow up yielded no information. The ipg remains in use. No further patient complications have been reported as a result of this event.